Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "I have received reports of the stylet wire partially breaking in bd PICC kits on 2 occasions." Additional information received from healthcare professional 10/19/2021: "the events did not cause any harm and the suspect product was disposed of. I have informed my staff to make sure and keep any supplies that break during use." This report addresses the first of two devices.